Event description:
The (B)(6) study reported for patient with ID 19-10 indicated that approximately 11 months after the index procedure of a left posterior cerebral artery aneurysm with a 14mm enterprise (enc451212/lot unk) and unknown coils, an angiogram showed residual aneurysm that compare to previous angiograms was worse. Additionally, after treatment, the patient had intra stent thrombosis that was treated with medications intravenously. The mrs was 0. During treatment of the aneurysm, no other stent or balloon was used. After injection of agrastat, a little residual thrombus still persisted at the coils contact, but the stent still patent. Agrastat was maintained during the following 24h post-procedure period and aspirin/plavix were given during 3 months post-procedure. Medications given during the second procedure consisted of heparin (per-procedure), agrastat 20ml during 20 min (per-procedure), and aspirin (per-procedure). During the event, the enterprise continued to cover the aneurysm neck. Treatment was achieved, but residual neck was noted. During the index procedure, the target aneurysm was ruptured for at least a month, recurrent after endovascular treatment, saccular, with a height of 22mm, width of 13mm, and neck of 3.6mm. The wfns pre procedure was 1 and the mrs was 0. The microcatheter was placed before stenting, and no balloon was used. After placing the coils, treatment was achieved with complete occlusion, and no adverse event was reported. Medications given consisted of aspirin pre and post, other antiplatelet pre and post, and heparin intra-procedure. The mrs after the procedure was 0. Four months follow-up indicated that the mrs was 0 with no adverse event.

Manufacturer narrative:
The coils implanted during the index procedure were microplex microvention and helix ev3. During the event, the enterprise continued to cover the aneurysm neck, and the vessel diameter proximal was 1.93mm and distal was 2.02mm. The vessel had calcifications at the level of the siphon. Medications given during the second procedure consisted of heparin (per-procedure), agrastat 10ml during 20 min (per-procedure), and aspirin (per-procedure). Act was 3, and after injection of agrastat, a little residual thrombus still persisted at the coils contact, but the stent still patent. Agrastat was maintained during the following 24h post-procedure period and aspirin/plavix were given during 3 months post-procedure. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product remains implanted and the lot number was not provided to conduct DHR. Thrombosis are known potential adverse event associated with the use of the codman enterprise vascular reconstruction device and delivery system and coiling procedures as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The(B)(6) reported for patient with (B)(6) indicated that approximately 11 months after the index procedure of a left posterior cerebral artery aneurysm with a 14mm enterprise (enc451212/01429656) and unknown coils, an angiogram showed residual aneurysm that compare to previous angiograms was worse. Additionally, after treatment, the patient had intra stent thrombosis that was treated with medications intravenously. The mrs was 0. During treatment of the aneurysm, no other stent or balloon was used. After injection of agrastat, a little residual thrombus still persisted at the coils contact, but the stent still patent. Agrastat was maintained during the following 24h post-procedure period and aspirin/plavix were given during 3 months post-procedure. Medications given during the second procedure consisted of heparin (per-procedure), agrastat 20ml during 20 min (per-procedure), and aspirin (per-procedure). During the event, the enterprise continued to cover the aneurysm neck. Treatment was achieved, but residual neck was noted. During the index procedure, the target aneurysm was ruptured for at least a month, recurrent after endovascular treatment, saccular, with a height of 22mm, width of 13mm, and neck of 3.6mm. The wfns pre procedure was 1 and the mrs was 0. The microcatheter was placed before stenting, and no balloon was used. After placing the coils, treatment was achieved with complete occlusion, and no adverse event was reported. Medications given consisted of aspirin pre and post, other antiplatelet pre and post, and heparin intra-procedure. The mrs after the procedure was 0. The coils implanted during the index procedure were microplex microvention and helix ev3. During the event, the enterprise continued to cover the aneurysm neck, and the vessel diameter proximal was 1.93mm and distal was 2.02mm. The vessel had calcifications at the level of the siphon. Medications given during the second procedure consisted of heparin (per-procedure), agrastat 10ml during 20 min (per-procedure), and aspirin (per-procedure). Act was 3, and after injection of agrastat, a little residual thrombus still persisted at the coils contact, but the stent still patent. Agrastat was maintained during the following 24h post-procedure period and and aspirin/plavix were given during 3 months post-procedure. Four months follow-up indicated that the mrs was 0 with no adverse event. (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429656. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Thrombosis are known potential adverse event associated with the use of the codman enterprise vascular reconstruction device and delivery system and coiling procedures as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.